Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion tape not sticking event due to cannula was accidentally pulled out on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: spain.